Event description:
It was reported that during the holep surgery, four (4) morcellator blades failed to rotate and therefore, unable to provide suction. The first blade worked for 10 minutes then locked up and the blades after that locked up as well upon testing them before inserting them into the patient. The user tried to replaced the tubing and the container, however, failed to get the blades to function. Due to the reported issue, the scheduled procedure was cancelled as well as the succeeding cases. There were no reports of injuries to the patient or third party.

Manufacturer narrative:
The reporter has also reported that the handpiece device worked fine. Richard wolf medical instruments corporation (rwmic - importer) has initiated four complaints, one for each suspected morcellator blade. These are complaints: (B)(4) respectively. Since all four suspected morcellation blades were reported from the same facility and concerns the same device, the same batch number, and the same planned procedure, richard wolf gmbh (rw gmbh-manufacturer) has determined to submit a single report that covers all four morcellation blades.